Event description:
Boston scientific received info that approximately one month post system implant, evidence of erosion and wound infection were present at the pocket site. Reportedly, the infection had remained localized; however, the pt was to return for a system extraction. It was additionally reported this may been complicated by the presence of a large hematoma post-implant. Subsequently, the system was explanted; no return of product is expected. No further adverse pt effects have been reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.